Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported being hospitalized for diabetic ketoacidosis (dka). Customer also stated that there was hospitalization for high blood glucose levels. Blood glucose at the time of hospitalization was 851mg/dl. Nothing further reported.